Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement discovered during the pre-discharge check. The lead was repositioned successfully. No additional adverse patient effects were reported.